Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Interrogation of the pacemaker showed the right atrial (ra) lead exhibiting noise over-sensing resulting in inappropriate automated mode switch (ams) episodes. The ra lead was also noted to exhibit extra-cardiac stimulation causing patient discomfort. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.